Event description:
The guide wire unraveled after the catheter was passed over it and became trapped in the ij. This required neck exploration to remove. A second attempt under direct visualization using a guide wire from another kit also kinked and had to be removed.